Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of bleeding at the exit site and peritonitis in a patient coincident with dianeal pd4 therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. During a call with (B)(4) baxter customer service, the following information was provided. On (B)(6) 2012, the patient experienced bleeding at the exit site and was hospitalized for the event. On (B)(6) 2012, the patient was diagnosed with peritonitis manifested by cloudy effluent and abdominal pain. This prolonged the hospitalization. On (B)(6) 2012, the patient was treated with antibiotic treatment intraperitoneally. It was unknown if the patient recovered from the peritonitis. Per the healthcare professional, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of bleeding at the exit site.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.